Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Event description:
It was reported that the bd omnitrope® pen 10 locked during use and more force was needed to apply the medication. The following information was provided by the initial reporter: "the customer informed that on (B)(6) when making application the pen locked and she had to apply more force and with that she hurt the patient, but the next day it worked perfectly."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 locked during use and more force was needed to apply the medication. The following information was provided by the initial reporter: "the customer informed that on (B)(6) when making application the pen locked and she had to apply more force and with that she hurt the patient, but the next day it worked perfectly."